Event description:
Major pump unit(s) involved: external control system failure;red heart alarm on epc smart controller.specific component(s) involved: internal controller malfunction;alarm.causative or contributing factor: no specific contributing cause identified;intervention(s): replacement of external controller;type: lvad.

Event description:
Major pump unit(s) involved: external control system failure. Specific component(s) involved: external controller malfunction.